Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 1 mg/ml morphine at a dose of 0.4 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had increased pain, so a dye study was performed. The pain increase started when the hcp weaned the patient off methodone. The dye study was performed on (B)(6) 2016. The hcp was unable to aspirate from the catheter access port (cap), but did not plan on any revision. The dose was increased. The issue was not resolved at the time of the report and the patient status was alive with no injury.